Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dbs was off for a while and they got the programmer to work for just a little bit and got it back on and made sure it was charged but then 2 weeks later it stopped working. Caller said they think the patient's dbs is currently turned off. Caller said they checked the implant with the old programmer and they saw a message with a triangle. Caller did not have the equipment with them at the time of the call. Caller will call back with equipment for further troubleshooting.